Event description:
It was reported that bd eva-ai1-sm1syringe plastipak 3ml s/su stopper was defective / damaged. It was identified that the retention stopper of the 3 ml syringe is irregularly shaped and cut, and in some cases is releasing small particles into the syringe. Sample available for collection ((B)(4) units). Can you confirm how many units of the product had the problem/defect? (B)(4) units when was the problem/defect identified: before, during or after use? Before and during use. Description of the event: it was identified that the retaining stopper of the 3 ml syringe is irregularly shaped and cut, and in some in some cases releasing small particles inside the syringe. Has there been any damage to patient's health? If yes, please explain in detail. No was the incident notified to anvisa? If yes, what was the notification number? No can you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? (B)(6) 2026.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.